Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure, under monitored anesthesia care (mac) performed on (B)(6) 2023. Additionally, fiducial markers were placed transperineally. After the placement procedure, the magnetic resonance imaging (MRI) revealed a possible rectal wall infiltration. The MRI revealed that at the base there is no hydrogel present. However, at the midgland and apex, there is hydrogel under the serosa. The hydrogel did not infiltrate the muscularis or rectal lumen. It was informed that during the placement procedure there was movement of the injection needle and only 6 cc were injected. No patient complications were reported as a result of this event. The patient radiation treatment was delayed as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.